Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance programming insulin pump. Customer's blood glucose was 438 mg/dl which was treated with manual injection. Customer received assistance in programming insulin pump. A no delivery alarm was received during priming, but it was found that alarm was due to a connection issue.